Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of a stone greater than 2 cm procedure performed sometime in january 2023. Only one naviguide device was used. Two days post-procedure, the patient experienced hyponatremia. While the hyponatremia was reportedly treated, specific details regarding the treatment were not provided. Per the physician's assessment, the event was serious, was not related to the device, and was possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the procedure, which happened sometime in (B)(6) 2023, and the day of the adverse event reported at two days (pod2) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1202 captures the reportable event of hyponatremia. Imdrf impact code f12 captures the reportable event of serious injury.